Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, it was reported that the 2.5x12mm xience stent was attempted to be placed distally to a previously implanted stent and likely contributed to the failure to cross which subsequently resulted in the stent dislodgement. It should be noted that the instructions for use (IFU) states that although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It appears that the (IFU) violation contributed to the reported failure to cross and subsequently resulted in the stent dislodgement. In this case, the reported failure to cross, stent dislodgement, foreign body in patient and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure and there are no indications of a product quality deficiency. A review of the finished product lot history records (lhr) did not reveal any nonconforming material record (ncmr) for this lot.

Event description:
It was reported that during an attempt to treat a very tortuous mid left anterior descending (lad) artery, the xience 2.5 x 12 mm stent was attempted to be placed distal to a xience 2.5 x 18 mm, which had been placed in the proximal lad during the same procedure. Despite multiple attempts, the xience 2.5 x 12 mm could not cross through the previously placed stent, and subsequently dislodged. It was deployed with an additional balloon in an unintended site. No further patient effects were reported. No additional information was provided.